Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had some issues with their stimulator, was constipated last night, had a difficult bowel movement, and had shoulder pain that was described as aching between the patient's shoulder blades. The constipation was reported to be due to the post-op medication from their surgery. They were able to have the bowel movement after straining and bending. The consumer was concerned that excessive bending may have caused their new symptoms of the stimulation. It was reported that the manufacturer representative used the remote to turn stimulation off but the patient was still feeling a stimulation sensation. The stimulator did not seem to respond when the patient turned down the intensity level. The patient was experiencing stimulation in their stomach and chest even when the stimulation was turned off. This was not related to positional movement. The implantable neurostimulator (ins) was to treat the patient's lower extremities and that was where the consumer felt stimulation sensation when the ins was turned off. The consumer stated that they had previously had stimulation in their abdomen and legs but it had moved to the location noted before in this report. The stimulation faded in and out. All of these symptoms had occurred while the stimulation was turned off. The manufacturer representative was going to follow-up with the consumer and health care provider (hcp) about this event. The manufacturer representative had the patient turn the ins off with their controller. The stimulation was off and the controller reflected that. It was noted that no interventions had been taken at the time of the report. The patient was scheduled to see their surgeon for follow-up on (B)(6) 2018, but may see them sooner if the symptoms continue. The issue was not yet resolved. No further complications were reported.